Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that experienced leakage. The report states that "primary plus tubing as leaks have been an ongoing issue we've been experiencing for awhile now". Unknown patient involvement and unknown adverse event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leaks could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.